Event description:
It was reported that the pump battery was depleting too quickly. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to uninstall and reinstall the mobile app, but they declined further troubleshooting and ended the call abruptly; no further action was needed.